Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred for 8t3rxc. Data was evaluated and the allegation was confirmed for 8k2589 as signal loss greater than an hour. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of an unknown transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.